Event description:
The patient's daughter reported, the pt has been in the hospital ICU for the past week with elevated blood glucose levels. She stated the hospital physician said that the pt's insulin infusion device "malfunctioned." The pt's daughter could not described the malfunction other than that the device was not able to bring the pt's blood glucose down. The pt's daughter stated that the patient was having dinner with her sister in 2007 when she began to feel shaky and tired, and when she took her blood glucose reading, it registered "hi." She said the pt gave herself a 20 unit bolus of insulin through her device and took another reading which still registered "hi." She said the pt was unconscious for part of this time and the pt's sister gave the pt an insulin injection which started to bring the pt's blood glucose down. The patient went to bed and woke up the next morning with a reading of 586 mg/dl. The pt's sister took her to the hospital where she was admitted and where she has remained. The product was requested to be returned for evaluation.